Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two implantable pacing lead(s) (ipl) exhibited high thresholds, and high impedance with a possible fracture. No intervention was performed, the ipls remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.